Event description:
It was reported by a surgeon that a vns pt developed an infection at the generator site (i.e. Chest). Pt developed a low grade fever and per physician's note has been rubbing on the site of vns implant. There was some drainage from the infection site and the culture showed the infection cause was due to cellulitis. Pt was placed on bactrim where it improved pt's condition. There was no evidence of breakdown, no palpable pus pockets and tenderness at the generator site. On (B)(6) 2011, surgeon additionally put the pt on tensol for better coverage. MFR reviewed the device history and verified that both generator/lead were sterilized prior to distribution.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.